Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited failure to capture and high pacing impedance. Insulation damaged was noted under fluoroscopy and can be visualized. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and insulation damage were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.